Manufacturer narrative:
B5: updated to clarify the plastic cone did not break, it was cracked. H6: the quality investigation is complete.

Event description:
It was reported that during a medical procedure, the plastic cone on the e-sep pencil broke. It was also reported that the fragment was retrieved during the procedure and there were no delays as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.it was subsequently confirmed following evaluation of the returned device, that the plastic cone was not broken, it was cracked.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during a medical procedure, the plastic cone on the e-sep pencil broke. It was also reported that the fragment was retrieved during the procedure and there were no delays as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.